Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with instability. Surgeon removed all parts listed and replaced with a size e 36 trident 10 degree liner. No other info per hospital protocol.